Event description:
On (B)(6) 2024, the patient underwent g-tube placement. Avanos g-tube kit was used. On (B)(6) 2024, a retained foreign body was identified on the CT(computed tomography). After the foreign body was retrieved, it was identified as an inner part of the telescopic dilator from the g-tube kit. Considering the structure of the dilator and the lack of radiodensity, it was not possible to identify the detached part of the dilator during the procedure and on the abdominal x-rays. It was unclear how the detachment occurred. The part was sent to the manufacturer for inspection.